Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in urayasu, japan. A replacement device will be provided to the customer. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a heater cooler 3t system took more time to cool in respect with manufacturer specifications. The issue was identified during maintenance. In detail, in case of environmental temperature being at 25 degrees it took 19 minutes 33 seconds instead of 15 minutes 24 seconds. There was no patient involvement.

Manufacturer narrative:
H.10: field service technician dispatched to the facility confirmed the issue. The magnetic coil of solenoid valve that allows the compressed gas to move along the circuit was not operating normally. Unit will be sent to manufacturer for repair. Based on the above and considering the service activity performed by technician, the root cause of the reported event was a defective solenoid valve that became stuck. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report